Event description:
It was reported that arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide device after a peripheral interventional procedure. Reportedly, after firing the clip the device could not be removed. The safety release mechanism was used with success, and the device was withdrawn from the patient. After device removal arterial bleeding was still observed and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - proglide corrected to starclose se. Evaluation summary: the device was returned for evaluation. The reported event of difficult device removal was confirmed based on the returned damaged condition of the device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. The patient was reported to have a mildly calcified artery and some scar tissue from previous groin access. The starclose se instructions for use (IFU) state: do not deploy the clip in areas of calcified plaque. The IFU also states: the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use. Per the device instructions for use, do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a mildly calcified common femoral artery was attempted using a starclose se device after a peripheral interventional procedure.